Event description:
Found multiple bd 3 ml syringes (luer-lok tip with bd precision glide needle) with no markings on them. Lot numbers of defected syringes: 5280700 10; 5280700 11; 5280700 12 and 5280700 13.